Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation, as the hospital has kept the catheter and refused to return for further evaluation. A lot history review (lhr) of rewh0773 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that the patient was placed a PICC line on (B)(6) 2013 for chemotherapy of lung cancer. The insertion length was 48cm. At 3am of (B)(6) the patient found the catheter was apart from the connector and fully slipped into his body. X-ray check shows the catheter was at the site of pulmonary artery, so they asked ir doctors in hospital for help. With the help of ir, the catheter was removed successfully.